Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable- clamp tubing" alarm. Per reporter the residual volume was 8.3 ml, the rate was 49 ml, and the amount given was 89.7 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.